Event description:
It was reported that the device would reset. The device was inoperable and unable to provide defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported problem. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause of the failure to be a pcb mounted jack connector, j23. The connector had a broken lock tab on one side.